Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence indicates this was due to mishandling during use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that before a surgical procedure, it was observed that the hand piece "has a cut in the cord and the wires are exposed." There was no information regarding the precise location of the malfunction. The reporter stated that there was no delay in surgery; no patient harm, adverse outcome or injury alleged. It was unknown if an identical spare device was available for use. The reporter was unable to determine the date of this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.